Event description:
Customer reported that they had not coded their meter correctly and rec'd readings of 240mg/dl, 15mg/dl and 123mg/dl. None of these readings were taken within 10 minutes of each other and the customer reports eating between readings. Customer also reported feeling sick and having a seizure. The customer was taken to the hosp and reports being diagnosed with hypoglycemia. The course of treatment at the hosp is unknown.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.